Event description:
Hcp reported after three years with current pump, the pt complained of itching and mildly increased spasticity. Actual and expected reservoir volumes have matched. The pt was started on oral baclofen 20 mg tid and diazepam 10 mg tid prn. The pt took a large dose of oral baclofen over a weekend (> 100 mg in a day) plus some diazepam and presented with altered mental status. The hcp plans to replace the pump and resume intrathecal baclofen. The pt was admitted for diagnosis and treatment of intrathecal baclofen withdrawal and oral baclofen overdose.